Manufacturer narrative:
Product evaluation: the attachment was received in service and repair. Pre-repair temperature tests were performed on the device. After running the device for 1 minute, the temperatures were recorded as the following: point 1: 112.2°f, point 2: 110.9°f, and point 3: 124.1°f. Analysis found that the device was noisy and the bearings were corroded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that the facility requested the indigo straight attachment be returned for evaluation; the device was overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information: the physician reported that after using the attachment for longer than 1 minute, it began to heat up. To continue, he wrapped the device with a wet cloth to complete the procedure. There was no patient impact.